Manufacturer narrative:
On (B)(6) 2021, the implanting clinician successfully explanted the stimulator. The implanting clinician stated that the redness and tenderness might be related to an infection. The implanting clinician also noted that the patient has diabetes, which may have contributed to the infection. The implanting clinician took cultures, but results are not available. The patient was sent to the hospital for further treatment. The clinical representative mentioned the implanting clinician only used alcohol to clean the site before the implant procedure instead of chlorhexidine-based products, which are the recommended solution to be used to prepare the implant site. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was not confirmed/replicated through culture, but irritation at the site was confirmed present. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the potential infection is due to the patient having pre-existing conditions and the site not being adequately cleaned before the implant procedure. Risk document design fmea for scs (B)(4) and hra for scs (B)(4) was reviewed and infection is a known issue with mitigation controls in place to reduce risk as far as possible therefore, no CAPA is required. Stimwave's global infection rate: (B)(4). The frequency is occasionally.

Event description:
On (B)(6) 2021, the patient attended a follow-up appointment with the implanting clinician for a lead pull for a suspected foot infection.